Event description:
It was reported that foreign particulate was noted within the bulb irrigation syringe.

Manufacturer narrative:
It was reported that foreign particulate was noted within the bulb irrigation syringe. The reporting facility indicated that this was identified "after the scrub tech pulled saline from the back table into the bulb syringe." Reportedly, no patient was within the operating room at the time of the incident. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and cotton-like fibers were noted within the tip of the bulb irrigation syringe. Examination of the foreign particulate under magnification confirmed that some of the fibers were cotton but also orange colored fibers were mixed in. The plain cotton fibers may have come from a cotton component within the surgical pack such as a lap sponge or gown. A definitive root cause was unable to be determined. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.